Manufacturer narrative:
An investigation was performed for the subject device rod introducer (part # 03.616.048, lot # 7946690). The investigation has shown that the tip of the rod holder is broken off / cracked. The surface of the tip shown a lot of wear marks which indicates that this instrument was frequently used. The review of the production history revealed that this instrument was manufactured in july 2015 according to specifications. No complaint related anomalies were identified. Therefore no product failure could be detected. We are not able to determine the exact cause of this occurrence and can only assume that too high applied force during the rod introduction caused this damage. Too high applied force during the rod introduction caused this damage. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Malfunction was found on (B)(4) 2016, but it is unknown when the malfunction occurred. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 03.616.048 lot # 7946690. Release to warehouse date: 21-jul-2015. Expiration date: na. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, during an unknown procedure, on (B)(6) 2016, it was identified a rod introducer would not hold the rod. There was no reported delay or patient harm. Rod (part: unknown, lot: unknown, quantity: 1). This is report 1 of 1 for (B)(4).